Event description:
It was reported that the patient could not manipulate the pump of this artificial urinary sphincter (aus). A surgical procedure was performed in which the existing balloon was removed and replaced. No additional information was received and no patient complications were reported.